Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the sales rep indicated that he used the expedium 4.5 set at (B)(6) with surgeon and they placed hooks in the patient and when it came to final tighten the whole set screw turned inside the hook making the heads splay, so my (sales rep) thought around this is that the torque handle on that set should be checked because I (sales rep) think that the torque that it is on and what it is meant to be on is not right and the dr also said it is because the torque of the handle is too much.